Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error while she was watching television. The customer's blood glucose was 160 mg/dl. She stated that everything lit up on the insulin pump, showing the time and battery icon. She attempted to clear the alarm using the esc and act buttons to no avail. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.